Event description:
The customer reported a colleague infusion pump with failure code 813:01. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. During the product evaluation at baxter, it was discovered that failure code 813:01 had occurred during infusion and caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty pumphead module. The device will not be evaluated since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected information: upon further investigation by baxter, this event has been determined to be non-reportable.

Event description:
(B)(4) received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A clinician checked the device and discovered an out-of-range shock impedance measurement from the day the patient had surgery to add an sq array to the system. This measurement was not reset following the procedure and the device had been beeping since then. A (B)(4) consultant discussed how to reset the clinical event and confirmed that the daily impedance measurements were normal since the procedure.